Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported pt indicated no stimulation sensation. Pt believed implantable neuro stimulator (ins) was depleted. The pt had an appt on (B)(6). It was later reported system was changed out for larger lead and more electrodes. It was further reported pt was last seen on (B)(6) 2010 and had not been seen since. The pt saw a physician to have leads rechecked and was examined for other problems. On (B)(6), 2010, it was indicated two adjustments of spinal cord stimulation was done and that they were working. It was later reported hcp indicated pt had surgery on (B)(6) 2010 to fix lead. The lead migrated slightly on (B)(6) 2010. The pt will be seen again on (B)(6) 2010. At the time of this report, no further info was reported. Additional info was requested and will be provided when it becomes available. Refer to MFR report # 3004209178-2010-08643.